Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they wanted to know how to connect with the implant and activate MRI mode. Agent walked patient through how to use the external devices. Patient was getting device not responding message on the handset. Patient stated they have not been able to connect several times that they tried before. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with hcp tomorrow.